Manufacturer narrative:
(B)(4).

Event description:
The friend or family member of a patient reported that the patient was in the emergency room the day after implant because he suddenly started experiencing severe pain on the right side of his stomach and his bladder started to spasm. He also got a skin rash that morning and his skin was burning really badly. He was getting really red and the rash was all over. The patient also couldn¿t pee. It was unknown if the implantable neurostimulator (ins) had anything to do with it and the reporter said it was probably more a medication issue like the antibiotics he was allergic to. The patient¿s healthcare provider was out of town but the clinic told the reporter to stop giving the patient antibiotics. The clinic told the reporter to give the patient benadryl, but the emergency room healthcare provider didn¿t want the patient to take benadryl because he had a stroke in the past. The reporter wanted to ask a manufacturer representative if the ins needed to be turned off or up. No potential event cause, diagnostics, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.